Event description:
During hemodialysis treatment clotting occurred in the venous and arterial chambers of the bloodline. A new bloodline was set up and treatment continued. Half of the pt's blood in the extracorporeal circuit could not be returned resulting in ebl of 115cc. Pt had previously been dialyzed with no heparin administered. Heparin dosage during this event was 1000 units bolus and 500 units hourly. Heparin dose has since been increased to 2000 units bolus and 500 units hourly.